Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique via an 8f sheath hole prior to an iliac interventional procedure with a covered stent. Initial flushing of the marker lumen with saline prior to use was successful. Reportedly, blood flow was initially observed from the marker lumen of the first proglide device; however, the device clotted and no more blood flow was observed from the marker lumen. The device was removed from the anatomy and discarded. The suture of a new proglide device was successfully pre-placed. The sheath remained an 8f sheath and the iliac stenting procedure was completed. Post procedure, the pre-placed suture was pulled too hard and the suture broke. Manual compression was held to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.